Event description:
During laparoscopic cholecystectomy the monopolar cord, connected to a bovie machine, melted and burned off on the plug side. The fire was immediately extinguished, the equipment was replaced and surgery continued. The pt did not sustain any injuries. Investigation by hospital biomedical engineering and others revealed that the active electrode inside the cable where it connects the esu to the forceps was pulled apart. It is not clear whether the cord/cable was defective, or, whether the tiny wires inside were inadvertently pulled apart during the procedure.